Event description:
During evaluation of a returned homechoice (hc) device, a baxter technician determined the hc machine failed fluid volume accuracy testing. The device failed during evaluation, therefore there was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device went through external and internal inspection and passed. Temperature testing was performed and the device passed. The device passed electrical testing but failed functional testing due to multiple fills and drains being outside of volumetric specifications. Volumetric accuracy testing was performed and the device failed. The pneumatic system was tested and showed minor leakage. The door piston was inspected and was found to have an insufficient amount of copper mesh. The cause of the reported issue was determined to be an insufficient amount of copper mesh. The door piston was to be scrapped and the device sent for servicing. If additional relevant information becomes available, a follow up report will be submitted.